Event description:
It was reported by service report that the cot was not always locking in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Latch lever, lock bar rollers.